Manufacturer narrative:
The device was sent to philips bench repair. A philips bench repair technician (brt) evaluated the device and determined that the speaker malfunction was caused by damaged main board. The brt replaced the main board to resolve the issue. The device was operational after replacing the main board.

Manufacturer narrative:
(B)(6). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported speaker malfunction. The device was in use at time of event, there was no adverse event reported.